Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that an unknown hakim valve, implanted in a biomarin study patient was leaking csf after implantation. On an unspecified date, the patient underwent implantation of intracerebral ventriculostomy (icv) set (unknown hakim valve). The patient experienced mild leakage from her port (device leakage). The patient had a computerized tomogram (CT scan) and the results showed no changes with the port. No treatment for the event has been reported.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that an unknown hakim valve, implanted in a (B)(6) study patient was leaking csf after implantation. On an unspecified date, the patient underwent implantation of intracerebral ventriculostomy (icv) set (unknown hakim valve). The patient experienced mild leakage from her port (device leakage). The patient had a computerized tomogram (CT scan) and the results showed no changes with the port. On (B)(6) 2018, the port was replaced.